Event description:
It was reported that via merlin.net, post-paced t wave oversensing was observed. Patient was asymptomatic. Device was reprogrammed and the patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.